Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/14/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: visual inspection revealed that the battery compartment was cracked form the bottom traveling to the bumper pad. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing. (B)(6).